Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced uveitis/iritis, elevated iop, and pigment dispersion. Reportedly, "patient presented to me in april after having had the surgery in egypt with no documentation from the surgeon. Blurry vision, found to have pigment dispersion, heavily pigmented angle, and iop of 40. Reduction of iop to 15 with topical drops alone. Angle open. Iris mid dilation, sluggish," and "iop lowered with 3 topical agents. Unknown if iris trauma done intraoperatively, leading to pigment dispersion and increased iop (iris mid dilation, poor reaction) vs if the icl is rubbing against he iris and needs to be explanted." The lens remains implanted. H6: 4110 - work order search found no similar complaints. Manufacturer narrative: iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Manufacturer narrative:
3331 - device history record - DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced a sluggish pupil mid dilation, pigment on the lens, and heavily pigmented angle. Reportedly, "brought the iop down to 15 with 3 agents topical drops." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim# (B)(4).